Event description:
It was reported that "after 8 months of the implantation, the catheter has a pore on the bifurcation of the extensions."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.